Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic with complaints of diaphragmatic stimulation. It was thought that the right ventricular lead had perforated. During revision procedure on (B)(6) 2019, perforation was discovered, so the lead was capped and replaced. The patient was doing well post-procedure.